Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Serf reported receiving results of a clinical study. Revision for instability.

Event description:
Serf reported receiving results of a clinical study. Revision for instability.

Manufacturer narrative:
Addition of lot code in section d4. Correction of product code in section d2b. Correction of product device name in section d2a. Investigation conclusion : an event regarding instability (leading to revision) involving an hype scl 5 lateralized cementless stem was reported. The reported device is an serf product. Documentary investigation : no non-conformities observed on this batch. (B)(4) units placed on the market by serf in june 2012. No other complaints have been registered for this batch. No technical investigation: no product return - complaint related to a clinical study in the absence of further information, the cause cannot be determined.

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.

Event description:
Serf reported receiving results of a clinical study. Revision for instability.